Event description:
Per the clinic, the patient experienced pain and impaired retroauricular wound healing with keloid formation, leading to device non-use. The device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.